Event description:
It was reported that this right ventricular (rv) lead had been revised and repositioned three months ago. At the most recent follow up, loss of capture (loc) was observed due to a dislodgement. The physician opted to explant and replace this lead with a non boston scientific product. No additional adverse patient effects were reported.